Event description:
Balloon would not fully inflate on the third inflation during a pediatric valvuloplasty procedure. Upon removal of the balloon catheter the balloon reportedly began to separate from the catheter shaft. The balloon catheter was removed to the femoral vein where the balloon material detached from the shaft. The balloon material was surgically retrieved without incident. The pt's condition is good and he has since been discharged. The user facility will not release this device for eval, therefore, no failure analysis is available. Should the device be returned, a supplemental medwatch will be forwarded under the appropriate sequence number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty/valvuloplasty which has been associated with overpressurization or use in a clacified lesion. Follow up revealed that an introducer sheath was not being used with this balloon catheter and this device was being used for a pediatric valvuloplasty which is non-indicated for this device. These factors co believes contributed to this event and does not attribute it to the device. Directions for use state: "co balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of narrowed segments in the iliac and femoral arteries in the peripheral vasculature...any use for procedures other than those indicated in these instructions is not recommended...due to the thin wall thickness of the balloon, these balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."